Manufacturer narrative:
The t:slim pump user guide states: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple auto-off alarms. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the auto-off feature on the pump with the contact.